Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed alarms for motor timeout error-rewind. It also showed replace battery alarms with normal voltage. During testing, the pump emitted the replace battery alarm during attempts to rewind. The call service alarm could not be fully investigated due to this. The pump cover was opened and no evidence of moisture or loose components inside pump. An unidentified printed circuit board defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.